Manufacturer narrative:
Follow-up #1: date of submission 07/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: there was no evidence of a short battery life is observed in the black box. No short battery life was duplicated during the investigation. All current draws were within specifications. There was no intermittent condition found to the power circuit. The product performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).